Manufacturer narrative:
According to the gore® dryseal flex introducer sheath sizing guide, the nominal outer diameter of the 22fr dryseal sheath is 8.3mm. As reported to gore, the size of the right external iliac artery at the site of dissection was 7mm.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) as well as an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis (excluder). A gore® dryseal flex introducer sheath (dsf) was used for access. After all endoprostheses were implanted, dissection at the right external iliac artery was observed, and a bare metal stent was deployed as treatment. Reportedly, minor resistance was felt during the advancement of the dsf sheath. The size of the right external iliac artery at the site of dissection was 7mm. The nominal outer diameter of the 22fr dryseal sheath is 8.3mm the patient tolerated the procedure.